Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total hip replacement procedure, while closure of the fascia, the needle come easily loose from the suture strand (without excessive force). A new suture was used to complete the case. There was no patient injury.